Event description:
When the cypher select plus was inserted into the catheter, the physician noticed the stent was shorter than its original length (10mm instead of 13mm). The remaining 3mm of the stent was missing. It can be measured by observing the product itself. It was declared that no damages were caused to the package or to the stent before during preparation or use.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt. This device is distributed outside the united states; however, it is similar to the united states product.